Manufacturer narrative:
D10: (B)(6) - 244-03-02 - optetrak asy hi-flex ps cem fem, sz 2, right. (B)(6) - 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t. N/a - 200-02-32 - three peg patella 32mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2021-00225. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 224 months after a right total knee replacement procedure, the patient has experienced pain, swelling, loosening, instability, difficulty walking, polyethylene degrade, loose polyethylene particles in the knee cavity and surrounding tissues, polymeric induced synovitis from the polyethylene component, destruction and reabsorption of the bone and surrounding tissue of the knee cavity. Approximately 140 months post index procedure, the patient was clinically observed to be displaying pain and swelling in the right knee and a subsequent MRI indicated bilateral polymeric-induced synovitis from the polyethylene degrading in both implants. The left knee revision procedure was reported in a separate event. Approximately 160 months post-index, the patient experienced bilateral pain. A 2nd MRI 162 months post-index indicated significant debris synovitis in the right knee. The surgeon advised that she would need to undergo a revision surgery on the right knee. At the time of legal notification, no known revision or planned revision was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided, but may have been due to loosening, instability, and prosthesis wear. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.